Event description:
It was reported that the customer was treated by paramedics due to hypoglycemic seizure. The customer's blood glucose reading was 125 mg/dl at the time of the report. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.